Event description:
Rptr has been using this glucometer for 4-5 years. Rptr states that in the product literature, it states that when the battery symbol appears, the user will be able to run a "few more" tests, but a replacement battery should be inserted as soon as possible. The rptr states that when the battery symbol appears on his glucometer, he is unable to run any more tests, and only an "error" message appears. The rptr has made a habit of always carrying extra batteries, however he feels that the product info is misleading. To complicate matters, the rptr states that the batteries are difficult to obtain. The batteries required for the glucometer are two 3 volt lithium. The rptr feels that the batteries should be a more standard and obtainable size, because in an emergency the 3 volts may not be carried in stores. The rptr voiced his concerns with the MFR, who in turn reiterated the info provided in the product literature. The rptr feels that a combination of all these factors could "jeopardize one's health."